Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. According to the patient, her cgm was inaccurate for 4 days and eventually led to her having a diabetic coma on (B)(6) 2024. During the days leading up to the coma, the patient had reportedly drank orange juice at home based on the cgm readings. No symptoms aside from the coma were reported. When this happened, the patient's daughter called for an ambulance and the patient was transported to the hospital where her blood glucose value was measured and reportedly read 1,400 mg/dl. The patient's dexcom cgm, however, displayed low (less than 40 mg/dl) in comparison. The patient spent 4 days in the intensive care unit and another 4 days in normal care. She was treated with an infusion (the contents of which she cannot remember). She stated that she was in a coma for 1 day and also stated that with the infusion, it took 3 days for her condition to improve. She was doing fine at the time of contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and coma.